Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified distal right superficial femoral artery. The 5x40x135cm foxcross balloon ruptured during the first inflation (atmospheres unknown) in the heavily calcified lesion. Due to the heavily calcified lesion, the lesion was treated with balloon angioplasty only. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.